Event description:
Medtronic received information regarding a pipeline flex with shield stent that failed to open in the middle segment. The patient was undergoing a procedure for flow diverter treatment of an internal carotid artery (ica) unruptured saccular aneurysm. The aneurysm max diameter was 7mm and the neck diameter was 6mm. The distal landing zone was 3.7mm and the proximal landing zone was 4.35mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered with pru level 260 noted. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During deployment, the pipeline stent failed to open in the middle segment, positioned at the neck of the aneurysm. Less than 50% of the pipeline was deployed when the failure to open was observed. The pipeline was not positioned in a bend. The surgeon tried resheathed and redeploying the pipeline but it still failed to open. The pipeline was resheathed 2 or less times. No other steps or devices were used to open the pipeline. The pipeline was resheathed and removed with the microcatheter. Another manufacturer's device was then used to complete the procedure successfully. There was no harm or injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was no friction/resistance or other difficulty during delivery of the pipeline. It was unknown if any damage was observed to the pipeline. The information is confirmed by the physician.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield was returned inside the inner pouch, biohazard bag and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal, middle, and proximal of the braid were found fully opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the returned device, the customer complaint was not confirmed as the middle of the braid was found fully opened and no damage. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity and deployment of the braid in vessel bend. The customer indicated that the patient¿s vessel tortuosity was moderate and the braid was not positioned in a bend, which rules these factors out as potential causes. The cause of the failure to open could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.